Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that operator flushed all the accessory devices as per instructions for use (IFU), then crossed the guidewire distal into internal carotid artery (ica), after that over guide wire neuronmax was introduced, but at the thoracic arch it was tight bend, operator tried 2 times to navigate that bend and crossed that bend. The operator took the react and started navigating through neuronmax, after 10-15cm from hub operator felt some resistance to push it inside, they tried 2-3 times but it did not resolve. They removed react 71 and took red 68. The red 68 went smoothly through the neuronmax. Healthcare provider (hcp) finished the mechanical thrombectomy as per their protocol and completed the case. There was catheter resistance in the middle of the catheter. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for mechanical thrombectomy treatment. It was noted the patient's vessel tortuosity was severe. The access vessel was the right internal carotid artery (ica) with a diameter of approximately 4mm. Ancillary devices include a neuron max sheath and rebar 18 microcatheter.

Manufacturer narrative:
Product analysis: as found condition: the react-71 catheter was returned for analysis within a shipping box; within a plastic bio-pouch; within an opened react-71 outer carton and inner pouch; and within a dispenser coil. The rebar 18 micro catheter used in this event was not returned for analysis. Therefore, any contributing factors could not be determined. Damage location details: no flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~71.2cm from the proximal end. The catheter tip, marker band were examined; no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the resistance was not determined.